Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 619529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included propranolol (propanolol). On (B)(6)2009, the patient had essure inserted. In june 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure coils removed, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she was forced to undergo one or more surgeries to remove one or more of the essure coils. Essure insertion date was updated from (B)(6)2009 to (B)(6)2009. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 133.333 kgs. Approximate weight at the time of essure placement: 272 lbs. On (B)(6)2009, by hysterosalpingogram (hsg). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc update(product technical complaint ) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 619529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included propranolol (propanolol). On (B)(6) 2009, the patient had essure inserted. In june 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) ), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure coils removed, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she was forced to undergo one or more surgeries to remove one or more of the essure coils. Essure insertion date was updated from 21-jun-2009 to 12jun2009. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 133.333 kgs. Approximate weight at the time of essure placement: 272 lbs. On sep2009, by hysterosalpingogram (hsg). Most recent follow-up information incorporated above includes: on 5-apr-2018: pfs received. Reporter was added. Patient details and unstructured relevant tests were added. Abnormal bleeding (vaginal, menorrhagia) and dysmenorrhea (cramping) were added as events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure coils removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: she was forced to undergo one or more surgeries to remove one or more of the essure coils. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.